Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, an alert for charge time limit reached was observed. In-clinic capacitor maintenances were performed and charge times were normal. Patient was scheduled to return for follow-up in one week. There were no adverse consequences to the patient. No further information is available at this time.